Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked end cap and missing end cap sticker. The motor was tested outside the device and passed.

Event description:
The customer reported that the insulin pump alarmed motor error, and insulin squirted out during the delivery. The blood glucose reading was 103mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.